Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. Based on the available information, we are unable to determine, which and/or if both of the (B)(6) 2002 implanted mesh devices were involved in the (B)(6) 2003 intervention, therefore, we are reporting both devices. See MDR 1213643-2010-00492 for information related to the composix mesh implanted on (B)(6) 2002.

Event description:
Attorney reported: on (B)(6) 2002: patient underwent incisional hernia repair at hospital and two mesh devices were implanted: bard composix mesh and bard composix ex mesh. On (B)(6) 2003: patient underwent surgery to free up adhesions beneath previously placed mesh as well as lysis with multiple small bowel adhesions. Surgeon excised a good portion of previously placed mesh, and replaced it with two more bard composix kugel hernia patches. The patient has suffered and will continue to suffer physical pain and mental anguish.